Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. The product was opened by the head nurse, and the reporter prepared the device. Reporter did not notice that the guide had expired prior to the procedure. During the procedure, an expired steerable guide catheter (sgc) was used to implant a mitraclip. Reporter realized it at home during the documentation from the procedure. Physician was aware that the device used had exceeded the shelf-life. There were no additional devices identified that had exceeded the shelf life. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.